Event description:
During a cataract extraction procedure of a dense cataract the surgeon reported that the phaco tip became loose. The handpiece was removed from the eye and the tip was tightened. Following a repriming of the handpiece the surgeon began to phaco again and then noticed that the sleeve on the tip had become loose. The surgery was completed however due to the loose phaco tip and a pt that kept moving a capsular tear resulted. In addition, a small piece of nucleaus fragment remained in the vitreous. The pt is reported as doing good with no inflammation or high pressure. It is anticipated that an ac lens will be implanted at a later date.